Manufacturer narrative:
Device evaluated by MFR.: the returned guidewire had the distal tip damaged; the polymer tip showed a separated section but it remained attached to the core wire. The separated section was wrinkled. The separation was located approximately at 296 cm from the proximal end. The distal tip was found bent. No more visual damages were found in the device.

Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the posterior tibial artery. A 300cm straight tip v-14 control wire was selected for use. The wire was advanced through the occluded artery with a non-bsc support catheter, the wire was then removed. When the guidewire was put in again, the device was noticed to be sheared. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the posterior tibial artery. A 300cm straight tip v-14 control wire was selected for use. The wire was advanced through the occluded artery with a non-bsc support catheter, the wire was then removed. When the guidewire was put in again, the device was noticed to be sheared. The procedure was completed with a non-bsc device. No patient complications were reported.